Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and found that the that the floor lock linkage required replacement. This caused the table to intermittently unlock resulting in the reported events. The table subject of the event was installed in 1993 making it approximately (B)(6)and is not under steris service agreement for maintenance activities; the user facility is responsible for all maintenance activities. The amsco 3080 rl surgical table equipment manual states in the preventive maintenance (129361-861), "casters and floor locks. Clean and inspect casters 2x year. Check floor-lock mechanism for proper operation 2x year." The technician made the necessary repairs, tested the table, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that during patient procedures their 3080 rl surgical table has been intermittently unlocking. User facility personnel re-locked the table in each case and the procedures were completed successfully. No report of injury or procedure delay.

Manufacturer narrative:
Contrary to the previous report that was submitted, steris provided in-service training on the proper preventive maintenance activities for the 3080 rl surgical table. No additional issues have been reported.

Manufacturer narrative:
Steris offered an in-service training on the proper preventative maintenance activities for the 3080 rl surgical table, however the user facility declined. No additional issues have been reported.